Event description:
It was reported that the physician was attempting to treat a lesion exhibiting 100% stenosis and little calcification. The physician tried to use a 3.50mm diameter x 30mm length resolute integrity (rx) drug eluting stent , but it was reported that while advancing the device through the guiding catheter, the stent suddenly broke. Patient reported to be stable with no injury

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the device returned in two pieces. The device was broken at 57.5cm distal to the strain relief. There were also a number of kinks located at 12.5cm and 44cm distal to the strain relief. The other section of the device was broken at 87cm proximal to the tip of the device. The device was severely kinked at 83cm proximal to the tip. Cine images review: review of the images returned showed the physician was treating a cto of the lad. Difficulty was experienced with delivery of a wire across the cto into the distal lad. The proximal to mid vessel was pre-dilated prior to delivery of a long stent to the more distal lesion. Stent deployment was successful with multiple post dilatations being completed using the stent delivery system balloon. Ten (10) minutes elapsed between the deployment of the initial stent and the delivery of the more proximal stent.

Manufacturer narrative:
(B)(4).